Event description:
It was reported the stimulation made the patient have spasms in their legs. The reporter stated their healthcare professional (hcp) told them the best place was on the leg for the implantable neurostimulator (ins) and "they had done that on the leg area." The reporter further stated they were not asleep then and they forgot to ¿deaden¿ them when they were taking out the old ins. It was noted the patient thought maybe they were supposed to give it a shot and they had to be awake. It was further noted that when the patient went home they had to go back every time they turned stimulation on because it would ¿draw their legs.¿ the reporter stated they could not walk with stimulation turned on. The reporter stated their hcp told them they had ¿wanted to do this on a paralyzed person, but they were making it work the opposite.¿ the reporter further stated the hcp then turned it around and put the ins in their back. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).